Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit was delivered with multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Insulin pump was returned for pump error. Format history file analysis confirmed pump error due to software error. Unit was received with cracked retainer, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was blood glucose was 199 mg/dl at time of incident. Customer states he could barely see the screen, he hit the center button to see if the screen would come back and then it rebooted and then error code occurred. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.